Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with far r-wave oversensing resulted in inappropriate mode switching on their pacemaker. Programming changes were made to address the issue. The patient was stable throughout.